Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 400 mg/dl the day before the call. Customer stated that she was driving and had to pull to the side of the road at the time of the incident. Blood glucose level on the morning of the call was 118 mg/dl. The insulin pump was not replaced or returned for analysis.